Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of a loose cable. The instrument was found to have to a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. In addition, and unrelated to the broken pitch cable, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.138¿ - 0.367" in length and were not aligned with the tube axis. Mishandling/misuse most commonly causes this failure. A review of the instrument log for the tip-up fenestrated grasper was performed. Per logs, the instrument was last used on (B)(6) 2020, on system sk0081 with zero (0) uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Field is blank because the product is not implantable. The fields are not available. Field is unknown.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper was found to have a loose cable. There was no report of patient involvement.